Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device showed the device over heated. The issue was determined caused by a faulty pcb. The cause of the faulty component was not established.

Event description:
It was reported that the device was overheating. No patient involvement; identified during testing.